Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station model: ni sn: ni telemetry transmitter model: zm-521pa sn: ni telemetry transmitter model: zm-531pa sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported. Investigation conclusion: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to cpu malfunction. No further investigation will be performed. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 11/14/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Central nurse's station model: ni sn: ni. Telemetry transmitter model: zm-521pa sn: ni. Telemetry transmitter model: zm-531pa sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) has an error led lit and not able to monitor patients on telemetry transmitters. No patient harm was reported.